Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.64 inr. Around 15 minutes later, a sample from the patient was tested using the meter, resulting with a value of 2.4 inr.